Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapies and inappropriate hv therapies due to atrial undersensing for atrial flutter. Programming changes were recommended. No further information is available at this time.